Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient died seven months post implant of cardiac arrest with ventricular fibrillation, retroperitoneal bleeding, pancytopenia, sepsis, bilateral pleural effusion and was anuric. Follow up information was requested regarding circumstances of death but has not been received.